Event description:
Reporter states that the tibial insert would not lock into the baseplate after repeated attempts at impaction. A condylar insert was used to complete the surgery. There was no adverse consequence for the pt or delay in surgery or anesthesia time.